Event description:
Pt returned home from 30 day visit to hosp and the infusion battery pack would not hold a charge. Rptr replaced the pack with a new one, and took the damaged pack out of service. Rptr was advised by the MFR that the pack could not be repaired. Rptr found that the pack had not been kept plugged in to an outlet during the pt's hosp stay.